Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine at an unknown concentration at a dose of 14.497 mg per day and morphine 50.0mg/ml at an unknown dose per day via an implanted infusion system for non-malignant pain and chronic low back pain. It was reported the pump was alarming. It was also noted the patient's pump had been empty since (B)(6). The patient had just moved to (B)(6) and no healthcare provider (hcp) would take her and her insurance. She did not currently have a hcp. In (B)(6) 2016, the patient was hit by a drunk driver and ever since then the alarm tone changed. The patient was aware that there were two types of pump alarms. The sound was consistent with the pump alarms. As a result of the reported event, actions included that the patient was to follow up with their hcp. No patient symptoms were reported. Additional information has been requested regarding if the patient had found a new hcp to manage her pump, if she had notified her hcp about the reported events, what steps were taken to resolve the empty pump and current pump alarm along with the change in tone, and if the issues had been resolved, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.